Event description:
Customer states that their site physicist report indicates that the fluoro dose is over the limit on this x-ray system.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.